Manufacturer narrative:
The review of batch records did not reveal any deviations. The complained flex ii asd occluder met all specifications at the time of its release to the market. There were no similar complaints from the same batch. The complained flex ii asd occluder was discarded by the hospital, therefore, it was not returned for further investigations. According to the information from the customer, the patient did not have sufficient rims. However, as per the corresponding IFU, flex ii asd occluders are contraindicated for patients with insufficient rims. The device likely embolized because there wasn't enough rim support to hold it in place. With both the aortic and superior rims absent, and a relatively large defect, the device didn't have stable anchoring and was prone to embolize. Even if it looked fine initially, the constant motion of the heart likely led to gradual loss of position and eventual embolization. In the light of all investigation findings, the root cause of this complaint has been traced back to non-device related factors, specifically to the patient anatomy/condition.

Event description:
The subject device was implanted on (B)(6) 2026. During the one-month follow-up, a chest x-ray confirmed the dislodgement of the occluder. The dislodged occluder was retrieved percutaneously using a snare catheter.